Manufacturer narrative:
Event date: is an approximation.

Event description:
It has been reported that a revision surgery occurred due to pain/loss of motion/infection following initial surgery of the left knee on (B)(6) 2015. Visionaire cutting block was reported to be the main suspected contributor to the ae. Surgeon complained about post-op range of motion while also noting that no problems with alignment were perceived.